Manufacturer narrative:
Philips service adjusted the motor and performed recalibration, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm was unable to move longitudinally during use on an azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.